Event description:
The pt reportedly experienced electrical shocks when turning on his device. Programming adjustments were attempted, however, this did not resolve the issue. Testing of the device showed that the device is not functioning. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.